Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer received product performance data. The manufacturer's analysis subsequently revealed controller loss of power. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller (B)(6) was not returned for evaluation. No performance allegations were made against the device; therefore, the purpose of this investigation is solely to address the finding identified during analysis of the controller log files. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed two (2) controller power-up events, with associated motor start events, logged on 19/aug/2025 at 07:29:28 and at 07:30:57, indicating losses of power to the controller. The data point logged prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 34% relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with 90% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The data point logged prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 96% relative state of charge (rsoc) and that no power source was connected to power port two (2). The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for eight (8) seconds and eight (8) seconds, respectively. No anomalies were recorded leading up to the losses of power. As a result, the loss of power finding was confirmed. Additionally, one (1) low flow alarm was logged on 9/aug/2025 at 17:08:35. Based on the limited available information, the device may have caused or contributed to the observed low flow event. The most likely root cause of the losses of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the risk documentation, possible causes of the observed low flow alarm may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.